Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event in (B)(6) 2012, after the use of the product. In addition, the plaintiff's attorney also alleged "fresenius dialysis machines are defective and unreasonably dangerous due to inadequate instruction and warnings when used with granuflo, in that the operator must "halve" the acetate level to account for the dangers inherent in fresenius concentrated dialysates."

Manufacturer narrative:
This is one event for the same patient involving three separate products; associated MDR #'s 2937457-2013-00304 and 1225714-2013-03239.